Event description:
It was reported that during a peripheral angioplasty treatment procedure, the wire appeared "buckled". When removing the starter guidewire following intervention, the physician noticed that the guidewire looked buckled. The inner part of the wire was sticking out of the teflon coating. This guidewire was removed and replaced with another of the same type to successfully complete the procedure. It was reported that there were "no pt issues". Add'l info has been requested regarding this event.

Manufacturer narrative:
The guidewire has not been received for analysis as of the date of this report. If any add'l relevant info is received, a supplemental MDR will be submitted.